Event description:
This is the same event and the same patient reported under MDR ID # 2939859-2000-00112. This is the first MDR submitted for the first suspect product. A patient called to report a possible hypersensitivity to collagen. The patient was skin tested on 13 march 2000 with negative result. The patient was treated in 2000 with 1.0cc of one formulation of collagen in the nasolabial folds, glabella and a scar on the right cheek. Pt also received 2.0 cc of another formulation of collagen in the nasolabial folds. Pt came back for a touch up 19 days later and received 1.0cc of the first formulation in the nasolabials, glabella and acne scar in the left cheek and 1.0cc of the second formulation in the nasolabial folds. The treatments were uneventful. The patient presented on 13 june 2000 with 2 erythematous papular cysts, about 2mm in diameter, in the nasolabial folds bilaterally and a similar cyst near the glabella. The physician increased the dosage of minocin the patient was already taking and administered intralesional kenalog 2.5mg/ml to all three cysts. There was erythema seen at the base of the papules and not over the whole collagen treated areas. As of 29 june 2000 the physician had not ruled out hypersensitivity, but felt that the outbreak of papules might be the patient's pre-existing skin condition exacerbated by the collagen treatments. On 6 july 2000 the patient called to report that the physician does not believe the condition is hypersensitivity and is treating pt with "a steroid".